Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. They also were not able to communicate with the recharger. The last time the patient felt stimulation was (B)(6) 2015. The last successful recharge session was reported to be (B)(6) 2015. The recharge time had been greater than 3 months; the device may be in overdischarge. No stimulation and a possible overdischarge was reported. Additional information from the healthcare professional of the clinical study reported the stimulator was unable to recharge and the patient had increased pain. The spouse had taken their charger and therefore they were unable to charge. The device was unable to be interrogated because it was dead. The patient did not inform the site for eight months and by the time they did the battery would not charge or re-boot. The device was explanted and replaced as an intervention and the event was considered resolved without sequelae. Etiology was due to the stimulator and was related to the device or therapy and was not related to implant procedure. Relevant medical history includes spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was unable to charge due to no charger. The clinical diagnosis was increased pain. The etiology was reported as related to the device or therapy and not related to the implant procedure. The charger was taken so the patient could not charge. The reason for non-compliance was related to the patient.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was related to the device or therapy and not related to the implant procedure. The etiology was noted as recharge process and patient non-compliance. The charger was taken so the patient could not recharge. The device diagnosis was overdischarge and the clinical diagnosis was increased pain.